Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the housing was cracked and had missing clips, both the upper and lower cases were broken and the side bails and ring were missing as were the side bail covers, ring cover and two case screws. It was further noted that the battery drawer was broken. (B)(4).

Event description:
It was reported that the external pulse generator had cracked housing and missing clips. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement